Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.